Event description:
It was reported that at the previous device changeout, the pace/sense portion of the right ventricular (rv) lead was prophylactically capped and an existing pace/sense rv lead was used. The high voltage portion of the rv lead remained in use. Subsequently, the patient presented to the clinic due to the lead integrity alert (lia) being triggered. There was t-wave oversensing (twos), short v-v intervals, and noise on the high voltage portion of the right ventricular (rv) lead. It was also reported that there was short v-v intervals and a possible insulation abrasion on the pace/sense rv lead due to the lead rubbing against another lead. Parameters were reprogrammed and both the high voltage portion of the rv lead and the pace/sense rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the right ventricular lead integrity alert were met.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 implantable tachy lead implanted: (B)(6) 2007; 5076-52 implantable pacing lead implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.